Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for rv pace lead impedance > 3000 ohms on (B)(6) 2011 03:00:03. The daily pace lead impedance log data shows an abrupt increase for v.pace from 416 to 16382 ohms peak between (B)(6) 2011 and (B)(6) 2011. Oversensing was noted as 44 ventricular nst<=210 ms occurred between (B)(6) 2011 19:34:55 and (B)(6) 2011 13:10:09. Interference/noise was noted as ventricular short interval count (v-sic) was 1899 counts, in 1 day, between (B)(6) 2011 15:59:30 and (B)(6) 2011 14:57:59.

Event description:
It was reported that the patient received inappropriate shocks due to a fracture on the right ventricular lead. The pace/sense portion of the lead was capped and replaced with a new lead. The high voltage portion of the remains in use. No further patient complications have been reported as a result of this event.